Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had a fluid leak on the inside of the cassette door of the clinic¿s cycler after ending the pd treatment. The pdrn reported receiving a patient line is blocked message during fill 2 of 3 of treatment and an unknown alarm during drain 2 of 3 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred on 04/26/2021 during an unknown phase of treatment and fluid was found on the cassette and inside the cassette door of the training cycler after treatment. There were patient line is blocked messages during fill 2 of 3 and during drain 2 of 3. The pdrn confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a hole was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had a fluid leak on the inside of the cassette door of the clinic¿s cycler after ending the pd treatment. The pdrn reported receiving a patient line is blocked message during fill 2 of 3 of treatment and an unknown alarm during drain 2 of 3 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred on (B)(6) 2021 during an unknown phase of treatment and fluid was found on the cassette and inside the cassette door of the training cycler after treatment. There were patient line is blocked messages during fill 2 of 3 and during drain 2 of 3. The pdrn confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrections: h6, h10 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a hole was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to establish a cause. The returned sample was scrapped after evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had a fluid leak on the inside of the cassette door of the clinic¿s cycler after ending the pd treatment. The pdrn reported receiving a patient line is blocked message during fill 2 of 3 of treatment and an unknown alarm during drain 2 of 3 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred on 04/26/2021 during an unknown phase of treatment and fluid was found on the cassette and inside the cassette door of the training cycler after treatment. There were patient line is blocked messages during fill 2 of 3 and during drain 2 of 3. The pdrn confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had a fluid leak on the inside of the cassette door of the clinic¿s cycler after ending the pd treatment. The pdrn reported receiving a patient line is blocked message during fill 2 of 3 of treatment and an unknown alarm during drain 2 of 3 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred on (B)(6) 2021 during an unknown phase of treatment and fluid was found on the cassette and inside the cassette door of the training cycler after treatment. There were patient line is blocked messages during fill 2 of 3 and during drain 2 of 3. The pdrn confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.